Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged that the device caused eye irritation and lump over the eye. There was no report of patient harm/injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-10763 with incorrect sections h6 and h11. Corrections to previous MDR are made in this report as follows. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged that the device caused eye irritation and lump over the eye. There was no report of patient harm/injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6- type of investigation, investigation findings and investigation conclusion codes were updated.